Event description:
It was reported that the closure device shifted and did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted proximally and there is a 6mm leak present. The physician did not perform any intervention at this time. The physician will either leave the closure device implanted and keep the patient on blood thinners or send the patient to surgery to have the closure device removed. There are no patient complications that have been reported to have occurred as a result of this event.

Manufacturer narrative:
B3 date of event updated,

Event description:
It was reported that the closure device shifted and did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted proximally and there is a 6mm leak present. The physician did not perform any intervention at this time. The physician will either leave the closure device implanted and keep the patient on blood thinners or send the patient to surgery to have the closure device removed. There are no patient complications that have been reported to have occurred as a result of this event. It was further reported that the leak size was 5.1mm.